Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. A self test was performed which presented an f-94 alarm. The cause of the condition was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.